Event description:
On 25/apr/2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) has peritonitis. In additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of cloudy pd effluent. As a result, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture was positive for the bacteria staphylococcus epidermis. The patient was initiated on intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol). The patient is recovering from the event and continues pd with the same cycler. The pd nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange.